Manufacturer narrative:
A roche representative performed precision studies and results were not reproducible.

Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with albt2 tina-quant albumin gen.2 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a microalbumin value of 63.4 mg/l. The sample was repeated twice, resulting in values of 33.9 mg/l and 1.3 mg/l. A value of < 3 mg/l was reported outside of the laboratory. The microalbumin reagent lot number was 57225101, with and expiration date of 31-may-2023.

Manufacturer narrative:
The field service engineer performed maintenance actions on the analyzer. The issue was resolved after the service visit. The investigation determined the service actions resolved the issue.